Event description:
Information was received indicating that during bench testing of this smiths medical medfusion 3500 pump, the pump low rate the motor is grinding. No patient involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found missing labels and incorrect serial number label on bottom case and missing the serial number of pumps on main board. A review of the event history log (ehl) identified no error which related to customer reported problem was found. During the functional testing the pump was found running loud during the infusion. A combination of old style worm coupling and motor bracket were found old, dirty and worn out due to normal wear. The root cause of the problem was normal wear as the pump was over 16 years old. To resolve the problem, replaced worm gear, motor bracket also replaced stepper motor for preventive and performed preventative maintenance and all functional testing.